Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the bed was stuck in the up position because the motion interrupt pan was getting stuck on one of the mounting bolts and it was not resetting. There was pt involvement; however, no adverse consequences were reported.